Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material was confirmed in the nozzle. There was no deformation in the area where the foreign object remained. Component analysis of the foreign material detected cellulose fiber and silicic acid which may have derived from gauze, towel or tap water, etc. There were no deviations from the reprocessing steps as presented in the instructions for use. A definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instruction for use (IFU): the instruction manual operation manual "evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection" describes the methods for detection. The instruction manual reprocessing manual "evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures" describes the methods for prevention. Olympus will continue to monitor field performance for this device.